Event description:
The user facility reported there was a foreign substance in the sterile packaging prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported there was a foreign substance in the sterile packaging prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.